Manufacturer narrative:
On september 30, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. Mentor concluded that the capsular contracture in the patient´s breast resulted from the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On september 9, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On july 21, 2022, mentor became aware that the patient was also diagnosed with bilateral breast capsular contractures (baker grade 3-4 on the right and baker grade 3 on the left). On july 29, 2022, mentor became aware that the patient has been scheduled for breast implant removal surgery on (B)(6) 2022 and with the diagnoses of capsular contractures only. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Capsular contracture on the left breast/implant will be reported under mrn: 1645337-2022-09372. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On august 25, 2022, mentor became aware that the right breast implant was intact upon removal, however, the left breast implant appeared to have an leak. Mentor also became aware that both the implants were removed and replaced with the following devices: (right) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9736443 sn: (B)(6) and (left) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9736443 sn: (B)(6). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 375cc mentor memorygel breast implants, suffered spontaneous right breast implant rupture, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.